Event description:
It was reported that the device exhibited a primary audible alarm background test. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Cracked on bottom case. Occlusion test and audio test performed. Unable to duplicate the primary audible alarm bgnd (background) test during occlusion test. Audio test, at level 1 the reading is 11, level 2 is 25, level 3 is 60, level 4 is 105 and level 5 is 168. The medfusion pump was functionally tested and no evidence of a hardware issue that could contribute to the reported primary audible alarm was found. Repair was not needed per customer reported problem due to no problem found on speaker. Device passed all the functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.